Event description:
A 22 mm diameter x 13 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unknown. It was reported that the patient had only one functional kidney and the left renal artery was excluded after the procedure. Final angiogram demonstrated no endoleak and successful outcome with exclusion of the aneuerysm. It was reported that the patient expired of an unknown cause.